Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Shaft frosting during a 3 probe cryosurgery case they used 2 probes from lot #26488 and 1 from lot #26539. There were two probes so close together that they were unable to tell which of them had shaft frosting.